Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned products showed no visible signs of wear and/or damage. The components were not able to be measured since the three pieces were assembled. It was confirmed that the liner would not come out of the shell with appropriate tools.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the stem subsided into the patient's bone due to the patient's poor bone quality. While attempting to retrieve the stem, the poly would not disengage. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.